Manufacturer narrative:
Investigation - evaluation a review of the device history record, complaint history, manufacturing instructions, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the provided information, no product returned, and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during a filter retrieval procedure using a gunther tulip vena cava filter retrieval set, the hub of the inner catheter pulled away from sheath material. The physician was able to retrieve the filter and remove it and the whole device. Nothing separated inside the patient's body and the patient did not require any additional procedures due to this occurrence. It was stated that there was no harm to the patient.